Manufacturer narrative:
(B)(4).

Event description:
The pt was not able to adjust stimulation. A "call you doctor" icon displayed. A power on reset (por) occurred for an unk reason. The neurostimulator (ins) was 3/4 charged. The por was cleared by: synching the pt programmer, pressing the navigator key and when the time was displayed on the pt programmer pressed the navigator key again. This issue was resolved.